Event description:
The customer reported that the 840 ventilator had a blank display. No pt involvement. Customer reported that they will replace the backlight inverter pcb. Covidien was not authorized to service the device.